Event description:
It was reported that the right ventricular (rv) lead was implanted, and shortly after implant of the lead the patient experienced a cardiac tamponade. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).